Event description:
It was reported by the affiliate that the (1) tct75 was used during an unknown procedure. The firing knob would not advance. The case was completed with another instrument and with no pt consequence.